Manufacturer narrative:
Additional information: no patient involved. Device evaluation: the device was returned for evaluation. The device was given functional testing. And the device did cycle continuously dependent upon the setting. The reported issue could be confirmed, on an intermittent basis. The issue was determined, caused by a faulty timing valve assembly.

Event description:
Issue discovered, during testing. No patient involvement.

Event description:
It was reported that a smiths medical ventilator does not cycle. No adverse patient effects were reported.